Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: (B)(6) medical center. (B)(6) md. Operative report. Assistant(s): dr. (B)(6). Preoperative diagnosis: symptomatic paraesophageal hernia. Postoperative diagnosis: symptomatic paraesophageal hernia. Operation performed: laparoscopic repair of paraesophageal hernia with mesh. Laparoscopic nissen fundoplication. Gastroscopy. Anesthesia: general endotracheal with 0.25% marcaine local. Estimated blood loss: minimal. Complications: none. Drains: foley catheter and nasogastric tube. Specimens: none. Fluids: per anesthesia notes. Findings: large type 3 paraesophageal hernia with both mesoaxial and organoaxial rotation of the stomach. There was no evidence of any compromised viscera. Gastroscopy revealed the presence of the gastroesophageal junction below the level of the diaphragm. The retroflexed view on the gastroscopy revealed the nissen fundoplication to be intact with good endoscopic appearance. Indications: this is a 64-year-old female who presented to the outpatient surgical clinic with complaints of longstanding symptoms consistent with gastroesophageal reflux disease. The patient had undergone contrast upper gastrointestinal radiograph at an outside institution. Those images revealed the presence of what appeared to be a sliding-type paraesophageal hernia. A discussion of the risks, benefits, alternatives, and rationale behind repairing the paraesophageal hernia as well as performing antireflux operation was undertaken with the patient and her husband. They did agree. The patient was initially scheduled for this procedure in january of this year; however, her primary care physician started her on protonix and her heartburn-type symptoms did resolve somewhat rapidly with that. Over the intervening time, the patient has had progressive dysphagia and the sensation that something is ¿getting stuck¿. She asked to be reconsidered for paraesophageal hernia repair and given that her hernia is still present, despite the absence of heartburn-type symptoms, she as [sic] rescheduled for surgery. Informed consents were obtained from the patient prior to her presence in the operating room. This risks that were described specifically included bleeding, infection, injury to stomach or esophagus, liver, or spleen, pneumothorax, dysphagia, gas bloat. Again, informed consents were obtained from her prior to her presence in the operating room. Operation: ¿the patient was brought to the operating room and placed on the operating table in the supine position. After induction of general endotracheal anesthesia and administration of prophylactic antibiotics, the patient was repositioned in the modified dorsal lithotomy position. Orogastric tube, bilateral lower extremity serial compressive devices, and a foley catheter were already in place and functional. The patient¿s abdomen was then prepped and draped in a sterile fashion. The skin in the epigastric region was infiltrated with 0.25% marcaine local and a 1 centimeter transverse epigastric incision was created. Peritoneal access was then gained using the optiview trocar. After visually confirming that we had entered the peritoneal cavity, a 10 millimeter, 30-degree laparoscope was introduced and the peritoneal cavity was visually inspected. There was no evidence of any vascular or visceral injury upon or initial entrance. The tract for the nathanson liver retractor was then created in the subxiphoid region after infiltrating the skin and peritoneum at this site with 0.25% marcaine local. After the tract had been created with a 5 millimeter trocar and the trocar had been removed, the medium nathanson retractor was used to hold the left lateral segment of the liver out of the operative field, to expose the area of the esophageal hiatus. The retractor was held in position with the mechanical arm. Three operating ports were then placed under direct visualization via the laparoscope. After infiltrating the skin and peritoneum at these sites with 0.25% marcaine local. These were a 5 millimeter port in the right upper quadrant and left lateral abdomen and a 12 millimeter port in the left upper quadrant. The gastrohepatic ligament was identified and incised using the harmonic scalpel. This line of incision was carried up anteriorly over the right crus to the apex of the esophageal hiatus and then down over the left crus as well. The paraesophageal hernia sac was easily identified and, despite the fact that the stomach had both a mesoaxial and organoaxial rotation to it, it relatively easily reduced back down toward the peritoneal cavity. The attachments to the hernia sac were then carefully dissected circumferentially, using the harmonic scalpel. Care was taken to specifically identify the anterior and posterior vagus nerves and maintain these nerves intact throughout the procedure. After we had confirmed that we had returned the gastroesophageal back into the peritoneal cavity, a retroesophageal window was created at the confluence of the crura. This window was then carried toward the left upper quadrant and a blunt grasper was placed through it. A penrose drain was then grasped and brought through this retroesophageal window and used for an additional retraction on the esophagus. The crura were then completely dissected, as was further mediastinal dissection done on the esophagus to free up any attachments. After visually confirming that the esophagus and crura had been completely dissected and the hernia sac had been completely returned to the peritoneal cavity, the patient¿s orogastric tube was removed and a 54-french bougie was placed into the esophagus and seen to traverse the gastroesophageal junction laparoscopically. The cruroplasty was then completed, using interrupted 0 silk sutures with pledgets. Both an anterior and posterior cruroplasty were necessary to adequately close the large defect. The bougie was then backed up into the thoracic esophagus and the completion of the short gastric vessel ligation was done using the harmonic scalpel. Several of these gastric vessels had been taken during the dissection of the left crus; however, a few more short gastric vessels were ligated to carry this line of dissection out for approximately half of the greater curvature of the stomach. Through the retroesophageal window, the fundus of the stomach was grasped and brought to the right side of the esophagus. This did appear to create an adequate fundoplication. The bougie was then again advanced across the gastroesophageal junction into the stomach and the nissen fundoplication was created using three interrupted stitches of 0 silk. Each stich included a bite of the fundus to the left of the esophagus, a bite of the anterior esophageal wall, and the fundus on the right side of the esophagus. Again, the vagus nerves were maintained intact throughout this part of the procedure as well. The three stitches that were placed in this fashion created a fundoplication on the anterior right lateral aspect of the esophagus of approximately 2-2.5 centimeter in length. A long grasper was able to be passed between the fundus and the esophagus on the lateral portions of the fundoplication. Prior to performing the fundoplication, a piece of gore-tex dual mesh was placed to reinforce the cruroplasty. A keyhole was cut into a piece of gore-tex dual mesh that had been cut to size. The piece of mesh was placed intracorporeally and unraveled and wrapped around the esophagus with the side that allowed tissue ingrowth against the diaphragm. This piece of mesh was secured in position using the protack device. Care was taken not to place the protack device into the central tendon of the diaphragm or into the esophagus. After it appeared that the mesh was adequately held in place circumferentially around the esophagus, the fundoplication was carried out, as described previously. Gastroscopy was then performed and the findings were as described above. The gastroscope was then removed, using intermittent suction to decompress the stomach. The fundus was secured in position to the mesh and diaphragm, using an interrupted 0 silk suture. A nasogastric tube was then placed and seen laparoscopically to traverse the fundoplication into the body of the stomach. The nasogastric tube was secured in position. All instruments, including the nathanson liver retractor, and operating ports were then removed under direct visualization via the laparoscope. Hemostasis had been assured. Carbon dioxide pneumoperitoneum was then allowed to escape. All wounds were irrigated and closed using 4-0 pds in a subcuticular fashion. The wounds were cleaned and dried. Mastisol, steri-strips, and dry sterile dressings were applied. Dr. (B)(6) was present and scrubbed for the entire surgical procedure. Dr. (B)(6) served as the assistant, given the absence of a qualified surgical resident. All sponge, needle, and instrument counts were correct, per the nursing staff in the room.¿ disposition: the patient was awake at the end of the procedure. She tolerated the procedure well. She was hemodynamically stable throughout. She was extubated and transferred to the recovery room in satisfactory condition. On (B)(6) 2006: (B)(6) medical center. Intra operative nursing record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04159191. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/04159191) was implanted during the procedure. [Missing records: records for the upper gastrointestinal endoscopy demonstrating that the mesh is eroding into the esophagogastric junction and that the tacking metal screws are visible were not provided.] 03/16/2006-01/26/2010: [missing records: missing records for dilatation performed between the two operations were not provided.] (B)(6) 2010: [facility ni]. (B)(6) md. Operative report. Preoperative diagnosis: high-grade, benign stricture at the esophageal junction resistant to medical management. Postoperative diagnosis: high-grade, benign stricture at the esophagogastric junction resistant to medical management. Procedure performed: left thoracoabdominal resection of the esophagogastric junction (distal esophagectomy, proximal gastrectomy). Reconstruction using end-to-side roux-en-y esophagojejunal anastomosis, side-to-side jejunal-to-gastric anastomosis and completion roux-en-y jejunal-to-jejunal anastomosis. Jejunostomy tube placement. First assistant: (B)(6) md. Anesthesiologist: (B)(6) md. Anesthesia: general, left-sided double lumen endotracheal. Indications for surgery: the patient is a 68-year-old woman who is status post laparoscopic nissen fundoplication in the past. At the time, a complete wrap was performed, and the esophageal hiatus was fashioned narrowed with a prosthetic mesh patch. In followup [sic], the patient had difficulty swallowing necessitating dilatations and ultimately began having bleeds. Upper gastrointestinal endoscopy demonstrates that the mesh is eroding into the esophagogastric junction and that the tacking metal screws are visible. The patient¿s esophagogastric junction ultimately scarred down to where it could not even be dilated and measured only 7 millimeters. The patient¿s weight was in free fall, and she was having episodes of hematemesis. Because of the visible prosthetic material and the bleeding, it was elected not to spend time treating her with preoperative nutritional support and take to the operating room directly. Procedure: ¿the patient was placed in the supine position. Following the adequate induction of general, endotracheal anesthesia and the placement of an 18-french salem sump nasogastric tube, the patient was positioned as for a left thoracoabdominal incision. The left chest and abdomen were widely prepped and draped in the usual, sterile fashion. A standard left thoracoabdominal incision was employed and the chest and abdomen entered. A portion of the costal margin was removed for subsequent closure. The diaphragm was radially incised straight down towards the esophagogastric junction. The left lung was deflated and the pulmonary ligament mobilized and the lung retracted in a cephalad direction. The distal esophagus was retrieved approximately 2 to 3 centimeters above the esophageal hiatus. Here, although the esophagus was somewhat thickened in the muscular wall, it was soft and appeared otherwise okay. Within the abdomen, the majority of the stomach was freely mobile. Evidence of the previous fundoplication was noted. The whole region of the fundoplication and an area involving approximately 5 to 6 centimeters across the esophagogastric junction was severely involved with scar tissue and was thickened, and it was attached to the diaphragm of the esophageal hiatus. There was actually palpable-feeling mass almost within this stenotic region. An attempt to free up this area ran into the patient¿s patch which was eroding into the wall of the stomach and incapable of being separated from the stenotic segment. Therefore the stomach was divided across its fundus preserving most of the length of the stomach. The stomach was divided with gia stapler. The staple line was oversewn with running 3-0 pds suture. Then the whole region of the esophagogastric junction was removed en bloc along with the patch remnant. This necessitated taking the left gastric vessels which was done with the endo-gia with the vascular stapler. The esophagogastric junction was then removed and sent to pathology. The proximal esophagus did have a thickened muscular wall, but it otherwise appeared normal with a good lumen and normal-appearing mucosa. Reconstruction occurred creating a roux-en-y jejunal loop which was passed up behind the colon, through the transverse mesocolon, up into the lower chest where an end-to-side esophagojejunal anastomosis was fashioned using two layers of inverting 4-0 silk suture. Before completing the anastomosis, the nasogastric tube was advanced across and under direct vision and then secured into place. The stomach was then anastomosed to the side of the roux-en-y loop, again using a two-layer, inverting 4-0 silk anastomosis. This anastomosis appeared nice and healthy. The jejunal segment remained viable and healthy. Then the roux-en-y loop was finally completed with an end-to-side jejunal anastomosis, again with inverting, two-layer 4-0 silk suture technique. All mesenteric traps were closed. The proximal anastomosis to the esophagus was secondarily reinforced with an omental patch. A stamm jejunostomy was placed into the jejunal distal to the roux-en-y loop and brought out through a separate stab incision in the left upper quadrant of the abdomen. A #28-french chest tube was placed through a separate inferior stab incision in the chest and then the thoracoabdominal incision closed in layers in the usual fashion after the diaphragm was reconstructed with interrupted 2-0 prolene sutures. The left lung was completely expanded before the case was completed. I was present for the entire procedure. No blood products were transfused. At the conclusion of the procedure, the patient was taken intubated, sedated in stable condition to the intensive care unit.¿ (B)(6) 2010: ukc. Pathology report. Arthur h. Mctighe, md. Pathology report. Surgical pathology report. Accession cumber: um-10-00607. Source of specimen: esophagogastric junction. Final diagnosis: esophagogastric junction, esophagogastrectomy specimen: marked submucosal chronic inflammation within the distal esophagus and adjacent stomach with multiple aggregates of plasma cells and eosinophils extending through the submucosa into and focally through the underlying muscle with fibrosis and edema, consistent with high-grade benign stricture at the esophagogastric junction. ¿ the two polypoid lesions identified in the specimen both represent polypoid gastritis. ¿ sections of the stomach also reveal chronic gastritis with abundant plasma cells within the lamina propria and with multiple lymphoid follicles and lymphoid aggregates within the submucosa. ¿ no evidence of goblet cell metaplasia/barrett¿s esophagus of the distinctive/intestinal metaplastic type. ¿ the finding identifies within the esophagus and stomach are inflammatory/reactive in nature. ¿ there is no evidence of malignancy. Clinical information: benign esophagogastric anastomosis; left thoracoabdominal esophagogastrectomy. Gross description: the specimen is grossed following overnight formalin fixation and is labeled ¿eg junction¿ and consists of an esophagogastrectomy specimen which included a short segment of esophagus and a portion of stomach. The esophageal segment measures 2.3 centimeters in length and 2.1 centimeters in portion of stomach measures 10.3 x 6.3 centimeters and ranges from 0.5 centimeters to 1.3 centimeters in thickness. A stapled area is noted measuring 8.3 cm in length. The external surface is dark red with multiple attached blood clot and adhesions noted near the esophagogastric junction. The mucosa of the esophagus is pearly white and smooth. No focal lesions are noted. The mucosa of the stomach is dark red to pink. An ill-defined, thickened area is noted in the center of the specimen immediately adjacent to the esophagogastric junction and within 2.6 centimeters from the esophageal resection margin and 5.0 centimeters from the stapled gastric margin. This area measures 6.3 x 3.5 centimeters. The thickness includes the mucosa, submucosa, and the muscularis. Also noted are two polypoid lesions measuring 0.4 x 0.3 x 0.2 centimeters and 0.5 x 0.3 x 0.2 centimeters. The smaller polyp is withing 1.0 centimeter from the stapled gastric margin and the larger polyp is within 2.7 centimeters representative sections are submitted in nine cassettes. Summary of sections: 1 ¿ esophagus, en face section; 2- section parallel and adjacent to number 1, esophagus; 3 ¿ gastric resection margin, en face section; 4 ¿ smaller polyp; 5 ¿ larger polyp; 6 ¿ stomach, random sections; 7-9 ¿ stomach, thickened portion. Records span 03/16/2006 to 01/26/2010. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic paraesophageal hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh deteriorated, internal bleeding, severe scar tissue, erosion into the wall of the stomach, inflammatory response, severe pain and mesh removal. Additional event specific information was not provided.